Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose was 132mg/dl. Troubleshooting was performed, and the drive support was sticking out. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a missing motor drive support disk. The device was received with missing drive support disk, end cap sticker, cracked reservoir tube lip, cracked reservoir tube, scratched lcd window, and scratched case.